Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the vela ventilator main pcba (printed circuit board assembly) and installed it in a known good vela ventilator unit. Upon initial startup of the unit, a "xdcr (transducer) fault" error alarmed. Xdcr calibrations were performed, as described in the product service manual, and the exhalation flow xdcr calibration failed. This issue will be internally investigated.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). The customer reported the component is not available for return.

Event description:
The customer reported while using the vela ventilator, the exhalation (exh) flow transducer cannot be calibrated to correct the transducer (xdcr) fault. The issue was found during the device preventative maintenance (pm) and have been repaired. The customer reported no patient involvement or allegation of patient harm.